Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and a hemostatic valve dislodgement occurred. It was initially reported by the customer that after the transseptal puncture with abbott sl0, the vizigo sheath is introduced in left atrium; and observed blood backflow due to a damaged valve. The vizigo was properly flushed before the use. They immediately changed the sheath. There was no patient consequences. Additional information was later received indicating the hemostatic valve did not dislodge into the hub, however, partially dislodged outside of the hub. The brim cap did not detach, and no air entered the patient.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 15-apr-2025, the date of manufacture was received. Field h4. Manufacture date has been populated. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 28-apr-2025. A visual inspection evaluation of the returned device was performed following j&j medtech procedures. Visual analysis of the returned sample revealed that the hemostatic valve of the device was observed with stress marks and dislodged in the hub. The dilator tip was observed with stress marks. The silicon ring was observed in its place and the brim cap had evidence of adhesive. A device history record was performed for the finished device batch number, and no internal actions were identified. The hemostatic valve separation issues reported was confirmed. The potential cause of the separation of the valve and stress marks in the dilator could be related to the incorrect insertion of the dilator into the sheath; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref.: (B)(4).